Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic pneumonectomy surgery, when severing lung tissue , after fired, noted the staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.